Manufacturer narrative:
Image review: the provided cine loops showed that the implanter¿s depth assessment for non-coronary cusp (ncc) and left coronary cusp (lcc) appeared to be correct. However, a notable forward tension on the delivery catheter system (dcs) was visible in the left anterior oblique (lao) open arch projection. The forward tension may have been maintained throughout the final deployment. The light blue arrows help compare the distance of the paddle attachment block to the annulus before and after final deployment. In a tension free system, the block shouldn¿t move much. In the present case, the paddle attachment had come down after final deployment which pointed to the dcs forward tension. The post-dislodgment paravalvular leak (pvl) and central leakage was to be expected, given the ca. 20 mm that the valve moved into the left ventricle (lv). Although the forward tension on the dcs may have contributed to the valve dislodgement, the final root cause cannot be determined with the available information from the report. It was reported that the patient passed away from unknown causes 1-2 days post-procedure. With no further information about the cause of death, a possible connection with the tavi procedure cannot be established at this time. A possible connection with the surgical procedure can also not be excluded. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: precise date of death is unknown, but occurred between (B)(6) 2024 and (B)(6) 2024. Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. No pre-implant balloon aortic valvuloplasty (bav) was performed. Valve fluoroscopic loading check and tactile assessment of the capsule and delivery catheter system (dcs) did not indicate a misload or any other system deficiencies. During first deployment attempt at the point of outflow crown release, specifically when the paddle pockets released from the dcs, the valve immediately dislodged into the ventricle. The implant depth prior to dislodge was approximately 3mm on the non-coronary cusp (ncc) and less than 1mm on the left coronary cusp (lcc). After dislodgement, the valve¿s position was over 20mm on both the ncc and the lcc. No recaptures were performed. The fluoroscopic angiogram along with echocardiogram confirmed the dislodgement. There was no noted mitral interference. Severe paravalvular leak (pvl) and moderate central aortic insufficiency were present. Surgical intervention was needed to explant the valve, and subsequently a surgical aortic valve (sav) was placed. The depth of valve implant contributed to the dislodgement. The patient remained in stable condition throughout the procedure. No procedural delay occurred. One or two days following the procedure, the patient passed away from unknown causes.